Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set with luer adapter separated from the holder. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
It was reported that the bd vacutainer® safety-lok¿ blood collection set with luer adapter separated from the holder. This occurred on 7 separate occasions but the date/time and or patient information is unknown. There was no report of exposure, injury, or medical intervention. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set with luer adapter separated from the holder. This occurred on 7 separate occasions but the date/time and or patient information is unknown. There was no report of exposure, injury, or medical intervention.